Event description:
It was reported by service report that the lock out leds were not lighting up when pressed. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Footboard membrane switch.